Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The most recent blood glucose reading was 217 mg/dl. The customer stated that within a week, he had issues with no delivery alarms that occurred during priming on 2 separate instances. He stated that it recurred again on the day of the call, but he then received the motor error while trying to resolve the no delivery. No significant events leading to the no delivery alarms were observed. Advised replacement of the insulin pump. Nothing further reported.